Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the battery cap was ¿gritty¿. This complaint is being reported solely against the battery cap. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This complaint is being reported solely against the battery cap.

Manufacturer narrative:
Follow-up #1; date of submission: 03/19/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/03/2015 with the following findings:visual inspection revealed that the returned battery cap was not damaged or defective. The returned battery cap was able to secure to a test pump case per the instructions for use (IFU). The battery cap contact measurements were found to be within the specifications. During the analysis, the device operated according to the specifications.